Event description:
The customer reported that they received an erroneous result for one patient sample tested for free thyroxine (ft4) on the e602 analyzer. The customer also mentioned that thyrotropin (tsh) was measured from this same sample, but the result was ok. No tsh results could be provided. The customer uses a pre-analytics system and only primary tubes from this system are sent to the analyzers for testing. The customer also mentioned that they previously received questionable results for a number of samples tested for multiple assays on other analyzers at the site. The sample initially resulted as 0.978 pmol/l. The sample was repeated and resulted as 15.24 pmol/l. The sample was repeated a second time, resulting as 15.05 pmol/l. No results were reported outside of the laboratory. The patient was not adversely affected. The ft4 reagent lot number was 186318. The reagent expiration date was asked for, but not provided. The field service engineer was on site a few times and checked the sample dispensing, pressures, washes, and probe alignments. A specific root cause could not be determined. According to the provided information, the erroneous result is most likely related to an issue with pre-analytic preparation of the sample. A general reagent issue can most likely be excluded. Since multiple analyzers were involved, this would indicate a pre-analytic handling issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).